Manufacturer narrative:
At this time the lead has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this report will be updated.

Event description:
Boston scientific received information that this implantable right ventricular (rv) lead was exhibiting intermittent loss of capture. The patient was pacemaker dependent and symptoms of dizziness had been reported. It was reported the lead had been damaged at venous entry point. A revision procedure took place and the lead was explanted and successfully replaced. There have been no adverse patient effects reported as a result of the revision procedure.